Event description:
Pt revised for adverse reaction to metal in locking plate. Surgery extension due to screw breaking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.